Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8295673. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for smeared stoppers. There were two (2) notifications [(B)(4) noted for dry barrels. There was one (1) notification [(B)(4)] noted for smeared stoppers dry barrel. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned.

Event description:
It was reported that occurred with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter, "found 1 syringe plunger hard to draw air. When pressed back down white stuff came out of needle. Needle was outside of the vial at this time. Did not use this syringe. Callers husband is the user. Discarded the syringe and did not use this syringe."